Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately one-year post filter deployment, CT revealed ivc filter in place. Approximately, eight years later, patient presented with abdominal pain. Subsequent, CT revealed infrarenal inferior vena cava filter; several legs penetrate the inferior vena cava wall and two anterior legs extend towards the duodenum. Two medial legs extend towards the aorta, with one leg appearing to be within the aortic wall (series 2, image 34) there was no thrombus in the inferior vena cava. Subsequently, one month later, ivc filter was retrieved successful. During retrieval procedure, it was noted that the retrieved filter had one fractured limb. The detached limb was also retrieved successfully. There was no retrieval hook on this filter. Therefore, the investigation is confirmed for perforation of the ivc and filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that approximately eight years eleven months post filter deployment, the patient allegedly had a CT scan that showed the filter perforating the wall of the ivc with extensions towards the duodenum and the aorta. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that filter perforated to ivc. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately eight years eleven months post filter deployment, the patient allegedly had a CT scan that showed the filter perforating the wall of the ivc with extensions towards the duodenum and the aorta. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.